Event description:
The reporter indicated that there were two boluses in the pump history that the patient did not program. The pump history reportedly showed normal boluses 2.2 units at 2:35 pm and 1.0 units at 3:08 pm on (B)(6) 2012. The reporter stated that these boluses were at unusual times and not associated with food or blood glucose. The reporter stated that based on the patient's blood glucose, it did not appear that these boluses were actually delivered. This report is made based on the allegation that the pump bolus history showed two boluses that were not programmed.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2012 with the following findings: a review of the pump's history revealed that there was a normal 2.2 unit bolus and a normal 1 unit bolus that was delivered and recorded in the pump's history on (B)(6) 2012. There was no activity outside normal use observed in the black box or download history. There were no un-programmed boluses that occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump's history. The keypad was removed and no damage was found to the button key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.